Event description:
New information received on nov 6th, 2017 reported that upon interrogation the device was found in backup vvi mode on (B)(6) 2017. The therapy was disabled and device restoration was not performed. Later the device was deactivated since the patient is on hospice care.

Event description:
It was reported that a patient presented in intensive care unit for non device related illness. Upon interrogation, the implantable cardioverter defibrillator was found in backup vvi mode. The electrocardiogram revealed some noise artifact. A device download was performed successfully. No patient symptoms due to the noise or backup vvi were reported. Further decision regarding patient is pending.